Event description:
Patient's stimulator was checked and was turned off prior to MRI. During the MRI, the stimulator turned itself back on and was shocking her the duration of the exam. Her speech was slurred. She said the stimulator turned on and started shocking her. Once we got her up and was able to get the remote, we were able to turn off the stimulator again. Then the slurred speech was resolved, and stimulator was no longer shocking her.